Event description:
Reportable based on analysis completed on 03oct2018. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary vessel. A 3.5mm x 15mm quantum maverick balloon catheter was advanced but failed to cross after multiple attempts. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed longitudinal balloon tear. Returned product consisted of a quantum maverick balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed kinks on the hypotube at 27.4cm and 37cm from the hub. Microscopic examination revealed a longitudinal tear 15mm from the tip and is approximately 10mm long. There is blood present in the guidewire lumen, inflation lumen, and balloon. The balloon is loose. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty.